Event description:
The lead was returned to the manufacturer after being explanted due to fracture. The lead subsequently tested out of specification in a manner that is not consistent with the exemption criteria. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the distal conductor was distorted, the defibrillation conductor was distorted, the outer insulation was breached (clavicle-rib crush), the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was torn, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.